Manufacturer narrative:
Based on the provided information and tests performed on site, there is no indication of a malfunction of the MRI system or coil used that contributed to the injury. It was concluded that the injury occurred due to body to bore wall contact. Contributing factors identified in this case are: total administered specific energy dose. The patient was obese and anesthetized.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.

Event description:
Philips received a report from a customer that a patient sustained a 4 centimeter long blister on the left upper arm after a thoracic and lumbar spine examination on the ingenia 1.5t mr system.